Event description:
During placement of an implantable morphine pump a catheter tract is supposed to be placed in the intrathecal space was inadvertantly placed within the substance of the spinal cord. The pump was connected to the catheter and solution was infused into the spinal cord resulting in paralysis.